Manufacturer narrative:
Other, other text: device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, no physical damaged was found on the device however, it was confirmed that there was black portion on the lcd display. Based on evidence and investigation, the complaint allegation determined a possibility of a defective microprocessor board. The microprocessor board and lcd display were replaced.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no physical damage to the pump however the investigator observed a black portion on the liquid crystal display (lcd) display. Functional testing was not able to be performed as when the pump was turned on the last error code 1660 was displayed, confirming the error occurred. One possible, but unconfirmed, problem source was listed as the microprocessor board, which was replaced along with the lcd display. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited error code 1620 during use. It was reported that troubleshooting was unsuccessful. No adverse patient effects were reported. No additional information is available at this time.